Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd driver pcb. In addition, we confirmed that the operation channel leaked, the air/water nozzle loosened, the angle wire hard to move, the segment steel braid ruptured, the insertion flexible tube (ift) cut, the segment hard to move, the objective glue missing, the control body corroded, the u/d & r/l pulley wire had fluid damage, the remote control buttons cut, the electrical connector fluid damage and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).